Manufacturer narrative:
Returned to manufacturer on: unspecified. The date received by manufacturer has been used for this field. Results: bd representative in japan received the sample from the customer facility for investigation. The sample was evaluated visually and the customer¿s indicated failure mode for blood leakage was not observed. Photos from the bd (B)(4) representative were sent to bd manufacturer for investigation. The photos were evaluated and the customer¿s indicated failure mode for leakage with the incident lot was not observed. Additionally, a review of the manufacturing records was completed for the incident lot #5295547 and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined.

Event description:
It was reported that blood leaked around the hemogard cap of bd vacutainer® citrate tnt pet tube with trans blue hemogard¿, 13x75 mm 1.8ml. No blood exposure to mucous membrane. No injury or medical intervention.